Event description:
Allegedly, eprd reported 1 new complication for advance stature® revision (1 dislocation event). First revision surgery. No further information was reported. This incident is capturing 1 instability event.